Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, right side rupture. Free fluid and "some areas in the breasts are sufficiently dense to obscure small masses". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Patient reported right side rupture, free fluid, and "some areas in the breasts are sufficiently dense to obscure small masses." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed 1 opening assessed as surgical damage. Seroma late: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Patient reported right side rupture, free fluid, and "some areas in the breasts are sufficiently dense to obscure small masses." Device has been explanted